Event description:
Extreme head/facial pain resulting from dbs surgery, device implant damaged occipital nerve and spinal accessory nerve, which led to progressive atrophy and severe disability. On (B)(6) 2012, I had deep brain stimulation device implanted as part of clinical trial to treat severe depression. Three months later, I was experience extreme pain on the right side and front of my head. The study doctors were unable to relieve the pain. I was not informed of this risk. Rather, I was told this pain never happens. I was told that I was imagining the pain. Months later, I learned that nerves may have been damaged by the leads. The extreme pain greatly impaired my movement and caused atrophy of my right side. Performing my daily life activities was greatly impaired. My depression worsened as a result and I had more suicidal thoughts. After suffering like this for over 6 months without relief, the study doctor referred me to the stanford pain clinic on (B)(6) 2013. My condition was diagnosed as a "lesser occipital neuralgia caused by the dbs generator lead crossing the mastoid notch resulting in a palsy of the lessor occipital nerve". And that "there was also a spinal accessory nerve palsy caused by the same lead crossing distally over the accessory nerve just posterior to the sternocleidomastoid," resulting in "significant atrophy of the trapezius". The study doctor was unable to relieve the chronic and disabling pain I suffered from the dbs clinical trial. The study doctor believed that surgical removal of the dbs device was necessary to prevent the pain and disfigurement from worsening. On (B)(6) 2013 the study doctor removed the dbs system but the study doctor was wrong. The pain, disabling impairment, and physical disfigurement continue. After the dbs device was removed, the study staff has left me to seek treatment for myself at tremendous cost.